Manufacturer narrative:
No pt info, as no pt was involved in this concern. Per RMA, a computer and camera were sent to site for replacement. Suspect parts have not been received by (B)(4) for evaluation.

Event description:
Site reports an inconsistent boot cycle on the treon system. The site states the computer will not boot up and when it does it takes several mins to reach "searching input." The event did not occur during surgery and no pt was present.